Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads and visual data were returned to zoll medical corporation for evaluation. The customer's report was observed during review of the visual data. Testing of the returned electrode pads did not duplicate the report. Analysis of reports of this type has not identified an increase in trend.